Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Got a part of the brush head in mouth when brushing teeth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A mother reported via e-mail on (B)(6)2017 that her adult son got part of the oral-b power oral care refill precision clean in his mouth while he was brushing his teeth with an oral-b rechargeable toothbrush, version unknown on an unspecified date. No symptoms developed. The reporter noted that her son had used the oral-b brand for years, but this was the first time an incident like this had occurred. No further information was provided.